Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was high, but the customer thought it was due to the ice cream that was just consumed. Tandem technical support performed a system check and found that the tubing and cartridge were functioning as expected. It was thought that the site was a possible cause of the occlusion. However, without changing the supplies, the customer reattached the tubing to the same site and was able to deliver the remainder of the bolus without another alarm.